Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges cannulas have been leaking for several months. No adverse event reported. Product was not returned for evaluation.